Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the system was consistently freezing to the point where users could not log in. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was poor network connection. A technical support specialist (tss) ran an sfc scannow, which identified bad sectors on the drive. Event viewer logs showed kernel power errors along with structured query language (sql) errors, and tier 2 subsequently approved a hard drive (hdd) dispatch. Then field service engineer (fse) worked remotely with the customer and software support prior to an onsite visit and determined the units issues were caused by extremely low network bandwidth between the station and its main hub, operating at approximately one tenth of the required speed. The slow connection resulted in communication delays, handshaking issues, and intermittent system lockups. Initial concerns of a possible hard drive issue were ruled out after identifying the network performance problem. The issue was confirmed to be environmental and it related, and the customer is coordinating with their it team for resolution. Therefore, there was no reason for any service from fse end until network issue was resolved. The unit remains functional but continues to hang intermittently when communicating with its main unit due to very poor internet speeds. Later tss mentioned that the current internet speed at the site was 1.7 mbps, whereas the minimum required speed was 10 mbps. Due to this limitation, the non sync station experienced difficulty connecting to the sync station. Tss followed up with customer regarding whether the network bandwidth changed by it but didn't receive any response.